Manufacturer narrative:
((B)(6) 2011): the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2011 at 8:30pm. On the morning of (B)(6) 2011(time not specified), the patient reportedly developed symptoms of lightheadedness and felt tired. At an unknown time that morning the patient was advised (via phone) by her physician to consume food and/or drink as treatment. The reporter indicated that the patient does not manage her diabetes with oral medication or insulin. According to the csr's documentation, in response to the alleged issue, the patient consumed less food/drink in the afternoon on (B)(6) 2011. During troubleshooting, the csr noted that the patient was using the correct test strip at the time of the alleged issue. The csr guided the reporter through a blood glucose retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly advised by an hcp to consume food and/or drink as treatment after the alleged issue began.